Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/08/2015 with the following findings: during testing, the battery compartment was observed to be cracked. The pump failed a leak test at the battery compartment. The pump cover was opened and moisture was found inside the pump at the battery canister, on the board, and in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was reported that the pump emitted a call service 069 alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #2 date of submission 03/16/2016-correction to device analysis: the previous product analysis report of a u39 component failure was reported in error. The following correction was made to the product analysis findings: during testing, the pump was powered on and immediately emitted a cs 069 call service alarm; the complaint was duplicated. The pump casing was removed, and no intermittent conditions were found on the printed circuit board. Further analysis revealed a failure of the eeprom (erasable programmable read only memory).